Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Report source: foreign - (B)(6). Concomitant medical products: part 113053, lot 990650, versa-dial 50x21x57 hum head. Part 113954, lot 410050, md hybrid glenoid base 4mm. Part pt-113950, lot 760210, pt hybrid glen post regenerex. Part 113611, lot 170140, comp primary stem 11mm micro. Multiple MDR reports were filed for this event. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that a patient underwent an initial shoulder procedure on (B)(6) 2018. Subsequently, the patient was revised due to comprehensive anatomic to reverse shoulder on (B)(6) 2019. No additional patient consequences were reported.